Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom (system error 105), determined to be caused by a failed motor assembly flex. The failed motor assembly was replaced.